Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The device found error code 50 on the screen display upon power up which indicate a problem with e-clip missing or water damage. However, during testing, it did not repeat the issue. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issue. Recommended to install software as preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump exhibited a system fault during testing.